Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2024. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient developed an infection at the ipg site. Symptoms of fever, swelling, redness, and mild puss were noted. It was unknown if the infection was device related. Patient was originally given two different oral antibiotics but when the infection did not resolve, all components were explanted and discarded per hospital policy. The patient was doing well postoperatively.